Event description:
A lifecor patient service representative (psr) contacted customer support to report that as she was trying to baseline a patient she kept receiving "check belt" alarms. Psr replaced the belt and the device functioned properly.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "check belt" messages was a cold solder joint on the pc board for ECG b. The root cause of the cold solder joint cannot be confirmed. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The device would have functioned with single lead detection. The patient received a replacement electrode belt.